Event description:
Rptr had implants implanted on 3/27/86. Within 3 mos she started experiencing aching in her right arm. Her plastic surgeon sent her to see neurologists. Tests were negative. She had physical therapy and the pain was temporarily releived. She had many bladder infections and saw a urologist. She became depressed at times. Her arm continued to ache, leading to joint pain in her hands and knees. She also felt cold all of the time. Now her whole chest aches. The implants were removed in 5/92 and one was ruptured. Rptr had shown signs of improvement but now is depressed and has joint pain, dry mouth and eyes, tightness and itching.